Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and degenerative disc disease/herniated disc pain. The pump went empty in 2015, and the patient had not used the pump since. The patient did not have a pain management physician as they had moved to a different state for a lung transplant. The patient was to have an MRI. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.